Manufacturer narrative:
Retainer ring=black. Patient returned product with allegation of pump error 39 and 61 on (B)(6) 2021. Patient stated they went to put a new reservoir in the pump and an error popped up: "39 99bg 154lb ng2773350h" . P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No pump error 39 alarm noted during testing or keypad anomaly noted. However, pump error 39 confirmed in the history file on nov 16, 2021 at 08:51 08:53 08:55 09:02 09:04 09:09 09:11 09:17 08:22 08:31 08:35 11:58 12:00 12:04 12:06 12:11 12:15 12:20 12:27 12:36 12:44 12:48 12:56. Download history file also confirm pump error 61 confirmed in the history file on oct 30, 2021 at 23:27 and 23:37. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector and keypad flex connector were plugged in properly. No moisture damage or physical damage noted during visual inspection. In conclusion no pump error alarm 39 or keypad anomalies were noted during testing. Unit functioning properly. Unit may have had an intermittent failure not detected during our testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had motor current error detected alarm. Customer was not able to clear the alarm. Customer stated that the keypad was unresponsive and there was no response from any button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.